Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was experiencing frequent premature ventricular contraction (pvc) which was reported to have dropped the patient's blood pressure. The patient experienced dizzy spells and fell. The patient was seen in the emergency room where it was noted that this rv lead was not functioning. Of note, this lead was a recent implant and a previous pre-discharge device check noted normal lead function. The patient is not pacemaker dependant. Due to other medical complications, the system will continue to be monitored. No intervention was planned at the time. The lead remains in service.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Subsequent information indicates that this lead was explanted due to an infection and has been returned.